Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two line blocked alarms occurred previously and a cassette empty alarm that occurred on the same day. Pwd resolved both line blocked alarms by changing the infusion set and resuming insulin delivery, with no kinked cannula or line issues reported. Pwd also reported a cassette empty alarm that occurred with 79 units remaining in the cassette. Resolution included changing the cassette and infusion set and resuming insulin delivery. The event occurred while in use with patient and there was no patient injury.